Event description:
It was reported that a device displayed an "air-in-line" alarm when no air was present in the line. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The device evaluation is in progress. When complete, a supplemental report will be submitted.